Manufacturer narrative:
Additional information was received that the valve-in-valve was performed due to severe aortic stenosis. No additional adverse patient effects were reported.  Updated code: patient code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the previously reported aortic stenosis was a baseline condition and was the main indication for implanting the transcatheter bioprosthetic valve. Following the implant of the valve trace to mild stenosis remained. Following implant of the valve, central regurgitation was noted as mild. At the one-year follow-up, the regurgitation was identified as mild to moderate. One year, four months, ten days following the implant of this valve, severe central regurgitation was identified and required the non-medtronic valve to be implanted valve-in-valve. The valve-in-valve was performed due to severe aortic valve insufficiency and not due to aortic stenosis as previously reported. Following the valve-in-valve procedure, the regurgitation was reported as mild. No additional adverse patient effects were reported. Updated code: added patient code e062101 and removed patient code e062201/c50462 device codes (fdd/annex a) added a01 to replace previously reported a24 (c76126). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, four months, thirteen days following the implant of this 29mm transcatheter bioprosthetic valve, the patient was admitted a second time for cardiac failure and treated the following day with a second transcatheter aortic valve implantation (tavi); a 26mm non-medtronic transcatheter bioprosthetic valve was implanted valve-in-valve. Four days after the re-tavi, the heart failure was reported to be resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient was symptomatic with the severe aortic insufficiency occurred prior to the valve revision. The specific symptoms were not reported. One year, three months, three days following transcatheter aortic valve implantation (tavi), the patient was admitted for cardiac failure. Intravenous diuretic medication was administered and the patient discharged two days later. The patient was admitted a second time for cardiac failure one year, four months, thirteen days post-tavi and treated the following day with the second transcatheter aortic valve. Four days after the re-transcatheter aortic valve implantation (tavi), the heart failure was reported to be resolved.